Event description:
Procedure: gastrectomy. According to the reporter: when the device was fired it push all the tissue to the distal end and dispensed all the staples in that location. No blood loss was reported. Tissue was then cut and removed. The doctor used the device and was able to correct the problem. The doctor then used the device again and it did the same thing at the distal end. The doctor did not have to cut or remove any additional tissue. The device was tested again on the back table and it did the same thing.